Manufacturer narrative:
Product event summary #pale yellow and frothy fluid evaluation determined that investigation is needed because it was reported that the aspirated fluid was pale yellow and frothy during a refill. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes the report of discolored fluid aspirated from the pump reservoir. Volume discrepancies evaluation determined that investigation is needed because it was reported that volume discrepancies had occurred on (B)(6) 2017 and (B)(6) 2016. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a formal investigation is not needed because investigation determined that the cause of the event was not design, manufacturing, or supplier related. Supporting event information used to make this determination includes the report that both volume discrepancies (on (B)(6) 2016 the erv: 4.8cc; arv: 6cc; today the erv:5.4cc; arv:9cc) were within specification per the synchromed ii refill accuracy chart. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000 mcg/ml of lioresal at 993.5 via an implantable pump by flex dosing. On (B)(6) 2017, it was reported that the fluid aspirated during a pump refill was pale yellow and "frothy". According to the hcp, the normal protocol, which was performed for this procedure, was utilizing ethyl chloride spray to numb the area and then utilize betadine to prep the area for the refill. The hcp noted that this procedure has never produced such an issue before. The reservoir was rinsed with 10 cc of saline and the fluid was clear. The reservoir was refilled with new drug. Two volume discrepancies were noted. On (B)(6) 2017, the expected reservoir volume was 5.4 cc and the actual was 9 cc. On (B)(6) 2016, the expected reservoir volume was 4.8 cc and the actual was 6 cc. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2017-aug-11 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-aug-03 from the healthcare provider (hcp). It was reported that troubleshooting for the "pale yellow and frothy fluid" was performed by reaccessing the pump to make sure the drug was removed from the pump. The old medication was removed and the new medication was put into the pump. The cause of the "pale yellow and frothy fluid" was not determined though it was thought that it could have possibly been a mixture of blood and drug when accessing the pump. The "pale yellow and frothy fluid" issue was considered resolved as the patient's last refill had no issues and no issues were reported to the hcp by the patient. No further complications were reported.

Manufacturer narrative:
Updated to reflect the patient's weight at the time of the event. Updated to reflect the information received on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from the healthcare provider (hcp). The patient's weight was reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.